Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for pump is (B)(4), concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the hazard analysis confirmed that the event of mechanical malfunction was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. Based on the information available, a conclusion code of adverse event related to procedure was assigned to this investigation as the observed mechanical issue was most likely related to procedural factors rather than the device itself.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) encountered an unspecified device malfunction following an orchiectomy procedure. A surgical procedure was performed during which the existing aus was explanted and replaced with a new system. Upon examination, device damage was observed. No patient complications were reported.

Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) device malfunctioned after the patient underwent an orchiectomy procedure. During the revision surgery, the physician found that there was trauma on the aus device. The device was explanted, and a new aus device was implanted. There were no patient complications.